Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical dept with a complaint of multiple s321 malfunction alarm codes. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility multiple s321 (motor error-pmc, left) malfunction alarm codes were noted in the device history.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.